Event description:
It was reported that during a procedure at the user facility the remb universal driver started running non-stop when it was picked up without the trigger being pulled. Back-up equipment was used to complete the procedure. The user facility was not able to provide any further information regarding the reported event.